Event description:
Literature: chaabane, w., guillotreau, j., castel-lacanal, e., abu-anz, s., de boissezon, x., malavaud, b., marque, p., sarramon, j. P., rischmann, p., game, g. Sacral neuromodulation for treating neurogenic bladder dysfunction: clinical and urodynamic study. Neurourology and urodynamics. 2011;30(4):547-550. Doi: 10.1002/nau. Summary: this retrospective study assessed the results of sacral neuromodulation in neurogenic bladder dysfunction. Sixty-two patients with neurogenic lower urinary tract dysfunction including overactive bladder syndrome, chronic urinary retention and retention associated with detrusor overactivity underwent a percutaneous nerve evaluation (pne) or two-stage technique between 1998 and 2008. Thirty-seven patients received an implantable pulse generator (ipg). Implanted patients were seen at 1 month, 6 months and then every year with a mean follow-up of 4.3 years. The authors concluded that sacral neuromodulation seemed to constitute a serious therapeutic option for patients with neurogenic lower urinary tract dysfunction but the results depended on the type of underlying disease and whether it might progress or not. Reported events: there were four cases of infection at the level of the lead during the test period. There was one case of lead rupture during the test period. There were two cases of revision due to lead migration. There two cases of revision due operation site infection. There were two cases of revision due to neurostimulator failure following trauma. Additional information has been requested; a follow-up report will be sent if additional information is received.

Manufacturer narrative:
Ins model unk, serial# unk, implanted: unk, explanted: unk.